Event description:
It was reported to philips that the device's c-arm was unable to perform 3d rotation. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the c arm cannot reach a specific angle. After reviewing log file, fse found the longitudinal pot meter was defective. Fse replaced ad7 longitudinal pot meter. After replacement of ad7 longitudinal pot meter, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.